Event description:
It was reported while using the bd phoenix¿ ap qc samples failed on downstream instruments due to contamination of the device. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: the complaint on qc failure was reported in phoenix ap instrument. Bd remote assistance provided decontamination workflow and ap manual as decontamination reference for customer to decontaminate the instrument. No response from customer on bd follow up attempts. This is an unconfirmed failure of a bd product. The root cause of the failure is not known. A review of the device history record was reviewed by quality and found to be conforming. Service history for this instrument was reviewed and revealed no previous complaints related to this failure mode. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. Bd quality will continue to closely monitor for trends associated with this complaint.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1: initial reporter phone #: (B)(6).

Event description:
It was reported while using the bd phoenix¿ ap qc samples failed on downstream instruments due to contamination of the device. No health impact or consequence reported.